Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_ext, serial# unknown, product type: extension. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The patient has had issues with shocking at the pocket intermittently since the device was implanted. The patient experienced the same intermittent shocking when they moved their right arm. The therapy was not impacted. The patient was having good therapy. Impedances were ran and results showed; c/0 810 c/1 620 c/2 645 c/3 734 0/1 902 0/2 1098 0/3 1252 1/2 714 1/3 941 2/3 798 therapy impedance showed 700 ohms. Additional information received reported the cause of the event was not determined and the patient experienced intermittent shocking when the implantable pulse generator (ipg) was palpated. The issue would usually occur after the patient turned the device on. It was unknown if it was device related and no reprogramming was needed. The patient would monitor and report any further issues. The patient was advised not to turn off the device. It was unknown when the follow up appointment was scheduled for. The healthcare professional had the interrogation notes and the patient received therapy.